Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: interactive cardiovascular and thoracic surgery. 2008; 7: 621 625. [(B)(4) - beshay 2008.pdf].

Event description:
It was reported via journal article: ¿title: the role of muscle flap in preventing bronchus stump insufficiency after pneumonectomy for malignant pleural mesothelioma in high-risk patient¿ authors: morris beshay, giovanni carboni, beatrix hoksch, marc a. Reymond, ralph a. Schmid. Citation: interactive cardiovascular and thoracic surgery. 2008; 7: 621 625. Doi: 10.1510/icvts.2007.166546. The authors retrospectively analyzed all patients who underwent extra pleural pneumonectomy (epp) with primary muscle flap cover of the bronchus stump. A total of 30 patients (age range: 40 to 83 years old) with malignant pleural mesothelioma (mpm) were included in the study. During the procedure, all patients received a muscle sparing antero-lateral thoracotomy. The heavy wire linear stapler tlh30 was used for division of the bronchus. Thereafter, latissimus dorsi muscle or serratus anterior muscle was used to cover the bronchus stump in all patients. The muscle flap (mf) is fixed on the bronchus stump in a sandwich technique using 3 interrupted pds ii 3-0 sutures from behind and in front. Reported complications included hemorrhagic secretion (n-2) which required thoracic drainage to be retained and local wound seroma (n-1) which required drainage. Three months post-operative, 1 patient had local recurrence and died 2 months after. Six and 12 months post-operative, 8 patients had local recurrence. It was concluded that surgical techniques using muscle flap seems to play a major role in the prevention of bronchus stump insufficiency especially after neo-adjuvant chemotherapy.